Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Photos were provided and reviewed. An evaluation of the photos provided by the user could not confirm the report. The photos show the end of the endoscope with a barrel and bands attached. A barrel without any bands was also seen next to the scope. The information provided indicated that the endoscope used was an olympus gif-h190. In the photos provided, it was confirmed that the endoscope was torqued, however, it is unknown what contributed to the torquing. It is unlikely the trigger cord caused the torquing as the endoscope has a working length of 103 cm and the length and the device is compatible with the endoscope provided. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information received indicated : "when going over the assembly of the device on the endoscope, it was identified that the handle was not properly seated in the endoscope." Torquing in the endoscope is possible if the instructions for device set up are not followed. An olympus gif h190 endoscope was used. The instructions for use advise the user with the following in regards to olympus endoscopes: "insert handle into endoscope accessory channel following instructions below for appropriate endoscope. Olympus - with rubber cap on accessory channel, lift plug on cap and insert stem of handle." Torquing in the endoscope can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." Torquing in the endoscope can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided the handle was not seated properly in the endoscope, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. After the bands were successfully deployed, the bander became stuck in the endoscope. There was no reportable information at this time. Additional information was received on 03/22/2018: the trigger cord became stuck in the endoscope. There was no reportable information at this time. Additional information was received on 03/23/2018: two (2) bands were fired and worked. Then the bander became stuck. [They were] not able to fire the remaining bands [unable to deploy] (see related MDR 1037905-2018-00152). When attempting to remove the trigger cord from the endoscope, the trigger cord became stuck and a forcep was used to push it out the distal end [the endoscope was outside of the patient]. The trigger cord was removed with biopsy forceps passed down the endoscope to push trigger cord out. The user thought the trigger cord was short because the endoscope became torqued. In turn, a new endoscope and bander were brought into the procedure room. Upon setting up the new six (6) shooter with a new endoscope, the endoscope became torqued (subject of this report). In addition, when going over the assembly of the device on the endoscope, it was identified that the handle was not properly seated in the endoscope. An in-service was completed with the user on the correct way to assemble the device. Additional information was received during a phone conversation on 03/26/2018: the initial problem of the trigger cord becoming stuck was with the initial device. In addition, with this device they thought the trigger cord was short because they noted that the endoscope end was torqued. They deployed two (2) bands and then were unable to deploy additional bands with ease [difficulty with band deployment] ). After working with the device, they were able to deploy all the bands as intended (see related MDR 1037905-2018-00152). The lot was w4033407. The user facility then brought in another endoscope and another bander and did a table-top demonstration with pictures. There was no patient involvement with this device. They were able to deploy the bands. The lot number for this device is unknown. The photos show the used barrel with all the bands deployed, the device and endoscope shown in the picture shows the torque in the endoscope (subject of this report).